Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece continued to run on its own during an orthopaedic procedure. The procedure was completed and there were no reports of any adverse consequences or delay.